Event description:
I use a dexcom g7. I also use a omnipod 5. The dexcom is very important that it works correctly. I have had 5 dexcom replacements since march 2 when I first started using the dexcom g7. I have had failures, and product malfunction the cannula was balled up in the sensor and didn't inject so it wouldn't work. I depend on this product to run my omnipod 5. I feel that having to call and get replacements is unacceptable for this product that I depend on to keep my insulin going. Because of this I would like to file a complaint with the FDA. Reference report: mw5168885, mw5168886, mw5168887, mw5168889.